Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Customer reported her husband passed away and they want to return the recalled device, however, the patient makes no allegation against the device or of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Cause of death is unknown at this time. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient as a result of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : no device returned to manufacturer.

Manufacturer narrative:
Device evaluation information was received on 07/03/2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Customer reported her husband passed away and they want to return the recalled device, however, the patient makes no allegation against the device or of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Cause of death is unknown at this time. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient as a result of the device. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section h6 updated in this report.